Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (impdtl) would not release from the implant. Eventually, the driver could be removed and the implant did not suffer any damage.

Event description:
It was reported that the driver would not release from the implant. The driver was able to be removed and the implant did not suffer any damage. There was no reported patient impact.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement (B)(4). The following sections are being reported: b5: it was reported that the driver would not release from the implant. The driver was able to be removed and the implant did not suffer any damage. There was no reported patient impact. G4: 27 feb 2019. G7: follow up. H1: malfunction. H2: additional information. H3: yes, evaluation summary attached. H5: correction: yes. H6: method, results, conclusion. H8: initial use of device. H10: manufacturer narrative and corrected data. The reported device was received for evaluation. Visual inspection revealed a missing "o" ring. Functional testing with an in house testing implant confirmed no difficulty in disengaging the reported device from the implant. The reported condition of "the driver would not release from the implant" was not confirmed. A device history record (DHR) review was not performed as the reported device lot is unknown. A complaint history review was not completed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes of the reported event include excessive torque applied and user damage to the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.